Event description:
It has been reported to philips that the azurion flexvision did not display. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system did not display. Review of system log files confirmed the issue with flexvision pc hardware. The customer has no contract with philips and asked engineer to purchase flexvision pc. The engineer ordered the flexvision pc for customer and the customer replaced flex vision pc and required calibration. After replacement of the flexvision pc, the system was working in good order. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.